Event description:
The patient reported that there were breaks along the charging port, loosening around the screws. There was no reported impact to the customer's blood glucose level. The customer decided not to pursue further troubleshooting after reporting the issues.